Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing, it was observed that the keypad buttons do not click and spring back normally when pressed. During investigation, the up arrow, down arrow, and ok key contacts were observed to be misaligned. The up and down key contacts were inverted and do not always spring back. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the ok keypad button has been intermittently unresponsive for the past week. She noted that the ok button is depressed, and does not click and spring back normally; all other keypad buttons click and spring back when pressed. The pt confirmed that the keypad is intact, and stated that she wears the pump clipped to her waist.